Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited an unresponsive lower touchscreen while the upper portion allowed cartridge selection, and device reset attempts and removal of a screen protector did not resolve the issue. Symptoms included no adverse clinical effects. Outcomes included provision of a replacement device and instructions to shut down the original device, return it using a provided label, and resynchronize data via the mobile app prior to return. Investigation included remote troubleshooting and logistical follow-up for device return. Investigation of this device revealed a device was unlocked, touchscreen and all buttons were responsive and worked as intended. A leadscrew rewind was performed, screw extended to (B)(4) three times with no issues. Complaint could not be replicated. No contributing factors were discovered.